Event description:
I have an animas onetouch ping insulin pump, which I started using in (B)(6) 2011. So far I have multiple problems with either the company and its service and the supplies for the pump. The first problem occurred in (B)(6) 2011 when I ordered for the first time add'l infusion sets for my pump. After not receiving the supplies after almost 2 weeks, they typically say to allow 7-10 business days. I called animas to determine if the infusion sets had been shipped. After discussion with the customer service rep, they told me they had not shipped the infusion sets and were not going to ship for almost 2 more weeks. I told them this was very problematic since I would run out of infusion sets for my pump in less than a week. They determined they had incorrectly entered the number of days my doctor had prescribed me to change out my infusion sets every 2-3 days and had entered in their system as 3 days, which was causing my insurance not to allow them to ship the product to me yet. Although they did turn around and ship me the infusion sets immediately, I still had to go to my doctor's and get a couple infusion sets from them to ensure I would not run out before I received the infusion sets shipped by animas. What I could not determine is given these infusion sets are vital to my health why was I never notified that they did not plan to ship for a month after I originally had ordered. Second major problem is associated with the infusion sets. I use the inset? Infusion system and have already had several cases where these sets malfunctioned and did not actually insert into my stomach resulting in me not getting any insulin. On one occasion (B)(6) 2011, I changed to a new infusion set in the morning before going to work. I began to get very nauseous how I often get when my blood sugar is abnormally high, so I checked my blood sugar and it was almost 400, therefore I changed out to a different infusion set as I figured the first was not inserted into my stomach. I was already throwing up at this point, so I ended up leaving work. While at home I continued throwing up and still did not feel right, so I checked my blood sugar and it was even higher, approx 450. Given I was throwing up almost constantly it took me some time before it was able to change out my infusion set again. Finally after the third infusion set of the day, it finally worked and eventually I was able to get my blood sugar back to normal and stop throwing up. However, given I had already thrown up numerous times, my throat was damaged and hurt so bad I could not eat solid foods for over a week! I examined the second and third infusion sets before inserting and on the second I noticed the insertion needle was slightly bent, which is why I would guess the tubing was not inserted. In total out of that box I had 3 infusion sets that did not work and had a couple out of other boxes that also did not work. One instance where I also threw up multiple times from my blood sugar getting so high. I had an appointment with my doctor 2 days after this event and she said she would talk with my rep, (B)(4), from animas to tell him about the problem and to get me some replacement infusion sets of a different style - inset? Thirty infusion system-my doctor said these generally worked better than the kind I was using, since I purchased so many bad infusion sets. He was supposed to call me over a month ago and I still have not heard anything from him. Overall, it is scary when the products used are not working as they should and when you try to communicate this with someone at animas they essentially ignore you. Given my life is dependent on the pump, it is vital that both the products and service are good, which neither seem to be the case for animas corporation.